Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2024, it was reported that the patient faced detached cannula and the infusion set was changed but it was still continued to rise after checking possible causes which further caused infusion blockage therefore patient had changed the complete infusion set, therefore the patient blood glucose elevated to above 400 mg/dl. No further information available.